Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. Review of the most recent repair record determined the motor speeds were out of specification on the low end and the device was out of calibration. The motor, sleeve, spring seal, reciprocating arm, o-ring, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device was returned for annual calibration and maintenance performed outside of surgery. During service evaluation, the motor speeds were found to be out of specification at the low end. There was no patient involvement. Attempts have been made and no further information has been provided.